Manufacturer narrative:
Device evaluation: evaluation pending additional (B)(4) testing. Evaluation: method (B)(4) device evaluation not yet completed. Conclusion (B)(4) device evaluation not yet completed. Additional manufacturer narrative: edwards' manufacturing investigation results as well as conclusions and analysis will be reported once completed.

Manufacturer narrative:
Evaluation summary: the explanted device was received and examined, then forwarded to r&d department for functional in vitro testing. Non-transmural tissue damage is noted on the outflow surface of leaflet 1. The morphology of this tissue impression is consistent with instrument marks, probably resulting from the use of forceps during explant. There is also a cut noted in the tissue margin of leaflet 3. This cut appears to be caused by a sharp object, and it is unclear whether this occurred during the implant or explant process. These inconsistencies in the valve would not pass the quality inspection during manufacturing at edwards. There is a slight gap in leaflet coaptation between leaflets 1 and 3 as the unpressurized valve sits in air. Remnant green and white multifilament implant sutures remained attached to the sewing ring. Moreover, the leaflets are slightly stiffer than similar un-implanted valves when probed with a finger. Dehydration of the tissue is known to increase the stiffness of the tissue leaflets. Another more common reason for leaflet stiffening is blood exposure during implantation and subsequent storage in formalin after explantation. The increase in stiffness may influence the appearance of the returned valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. The valve functionality was then tested, and edwards' standardized in vitro testing demonstrates that the regurgitation of the valve is acceptable per (B)(4). The as-received valve showed a 3.4% total regurgitant fraction (trf). This value is almost three times lower than 10% allowance per (B)(4) for this size of valve. Additional manufacturer narrative: a review of the manufacturing records related to this device was completed, and confirms to have passed all manufacturing and sterilization inspections. No echocardiography was provided, thus the behavior of the valve and reported insufficiency observed in vivo could not be confirmed. The investigation reveals no device quality deficiency that may have caused or contributed to the reported regurgitation after coming off bypass. Per the available information, the root cause of the reported insufficiency seen in vivo cannot be determined at this time.

Event description:
It was reported that an edwards' aortic bioprosthetic valve was explanted at implant stating, "surgeon examined the valve after the case and feels there was something wrong with the leaflet". Via additional follow-up, the surgeon indicated the following, " I implanted valve in a large lady in a small root. Chose a 21 magna ease valve that was a little tight fit, but no more so than a lot a valves that we implant. On coming off bypass, there was torrential ai with no paravlav component. 1 leaflet was not opening. On explant 2 cusps were normal but 1 was not opening well with stiff leaflet. I don't think that we deformed valve stent on implant and it did seem that it was an intrinsic valve problem. On re-implant I did go 1 size down with 19 magna ease. There were no further issues and pt is doing well." No additional information was provided.